Event description:
Bought this for (B)(6) yr old daughter 4 weeks ago and the brush broke off in her mouth while she was brushing her teeth.

Manufacturer narrative:
Event occurred on (B)(6) 2013. MFR did not become aware of this complaint until reported to us on (B)(6) 2013. The tufted retention disk detached from the handle. No injury was reported. Simulated use model and complaint data indicate that this is a potential choking hazard for children three years old and younger. We have been unable to get the device back to do an investigation, but are continuing in our attempts to obtain the device.